Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was suspected of stretched helix. Also, this lead was discarded at implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.